Manufacturer narrative:
(B)(4). Concomitant medical product - 2.7 mm locking screw 18 mm length, cat#: 00482801802 lot#: ni; 2.7 mm locking screw 20 mm length, cat#: 00482802002 lot#: ni; 2.7 mm locking screw 24 mm length, cat#: 00482802402 lot#: ni; 2.7 mm locking screw 28 mm length, cat#: 00482802802 lot#: ni; 2.7 mm locking screw 30 mm length, cat#: 00482803002 lot#: ni; 3.5 mm locking screw with 2.7 mm head 20 mm length, cat#: 00235902038 lot#: ni; 3.5 mm locking screw with 2.7 mm head 22 mm length, cat#: 00235902238 lot#: ni; 3.5 mm locking screw with 2.7 mm head 24 mm length, cat#: 00235902438 lot#: ni; (qty 2) distal posterior/lateral humeral plate left 5 holes 98 mm length, cat#: 00235800605 lot#: 62975512 report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02946, 0001822565-2018-02947, 0001822565-2018-02948, 0001822565-2018-02949, 0001822565-2018-02950, 0001822565-2018-02951, 0001822565-2018-02952, 0001822565-2018-02953, 0001822565-2018-02954, 0001822565-2018-02955. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an elbow orif utilizing a trauma plate and screws. Approximately three years post-implantation, the patient is experiencing pain even though the fracture had healed. Upon explantation, it was noted that there was corrosion on the plate and screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device identified discoloration around the screw holes on the plate and 3 of the screws. Lot number on the third screw could not be identified due to the damage. The products were sent to sem for further evaluation. Eds semi-quantitative elemental analysis of the discoloration indications on the plate and screws revealed c, n, o, na, mg, p, s, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). It is inconclusive whether the discoloration indications on the plate are a result of corrosion products, biological, or environmental contamination. The presence of pitting or material loss could not be determined, as the discoloration indications on the humeral plate obscured the evidence if any. It is inconclusive whether there was any pitting involved within the discolorations on the humeral plate. Humeral plate and locking screw samples showed that the elements identified were consistent with their respective base, except for c, n, and o as contaminants. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.